Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Section d information references the main component of the system and other applicable components are : product ID neu_stimloc_acc lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# 082216517a serial# implanted: (b(6) 2017 explanted: product type accessory product ID (B)(6) lot# 082217117a serial# implanted: (B)(6) 2017 explanted: product type accessory product ID (B)(6) lot# 0214124801 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received.

Manufacturer narrative:
Analysis of product ID (B)(4) lot# (B)(4) and product ID (B)(4) lot# 082217117a found damaged threads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082216517a, implanted: (B)(6) 2017, product type accessory; product ID 924256, lot# 082217117a, implanted: (B)(6) 2017, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the tip of the burr hole cover screws were blunt and could not be screwed into the patient's skull. A new burr hole cover package was opened and the other screws were used. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.